Event description:
Per clinical review: the perfusion team had an incident with the heart lung machine (hlm) six inch roller pump during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up the six inch roller pump without issue. Shortly after commencing cpb, the perfusion team lost the display on the local roller pump. The team was able to use the ccm for control without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not replicate the reported issue. The fsr replaced the roller pump display assembly. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the roller pump display to meet specification. The pst installed the roller pump display into a lab use only (luo) roller pump. The roller pump display was working as it should. There were no anomalies observed during microscopic examination. Per data log review, on (B)(6) 2021 a perfusion screen was opened at 06:23:49am. At 08:10:51am the large roller pump sucker 1 was stopped and restarted many times using the local control. This is likely when the display was reportedly not working. The roller pump was still functional. The pump was eventually started and ran at various speeds.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump display was blank. As mitigation, the central control monitor (ccm) was used to control and view the roller pump information. The roller pump display did correct itself during the case and no further issues occurred. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.